Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a laparoscopic urological procedure, when the device was fired on the blood vessel, the clip did not come out and the jaw could not be opened. The doctor tried to grasp the trigger several times, but the trigger was hard, so the doctor stopped grasping the trigger. Another device was fired on the tissue of both sides and the tissue between the clips was cut to remove the device. There were no adverse consequences for the patient.

Event description:
It was reported that the display was not working properly. No information was received indicating patient involvement.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received with the jaws partially closed. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.